Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting an intermittent light during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation,1.) The failure phenomenon ¿intermittent power supply¿ was not reproduced in the repair department, so it was not possible to determine the factors responsible for this event; 2.) Regarding the phenomenon ¿led control on the front panel blinks after the device is turned on¿, in clv-190, a flashing front-panel light occurs when the product is faulty. Failure content is light guide error or tarlet error. It is presumed that a light guide error has occurred and all leds on the front panel have blinked because the repair department has confirmed that the scope detector bar on clv-190 out socket is not moving properly. The cause of the scope detection bar failure could not be estimated. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.